Event description:
The user facility reported the shoulder table accessory appeared to be broken. The issue was discovered at the conclusion of a procedure when the surgical drapes were being removed. At this time, the or staff noted the right shoulder support assembly was misaligned. There were no injuries to patient or staff reported in association with the event. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the shoulder table accessory was not broken, but rather the lock pin assembly on the right shoulder support was loose. The technician performed the necessary adjustments and tightened the lock pin assembly to specification. In addition, the steris technician noted that the lock pin assembly on the left shoulder support was not present. The customer was unable to locate the missing component. The steris technician placed an order to obtain the parts necessary to complete the repair of the shoulder table accessory. The shoulder table accessory is maintained by the customer's clinical engineering department. The shoulder table operator manual (2-1) states,"warning-personal injury hazard: check shoulder table for possible damage or wear prior to each use. Do not use the shoulder table if any damage is apparent, parts are missing, or if it will not operate as expected." The steris technician's inspection indicates that the customer did not properly inspect the unit prior to use as indicated in the provided operator manual. While onsite, the steris technician reviewed the warning labels present on the shoulder table accessory and counseled the facility on the importance of inspecting the shoulder table for possible damage prior to each use. The steris technician will return to the facility to complete the necessary repairs and return the unit to service.